Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome (no crease). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir alarm and the escape button was unresponsive. Customer confirmed that the device had been dropped. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.